Event description:
As reported through edwards lifesciences japan affiliate, approximately 6 years after a transapical tavr procedure in the aortic position, a sapien xt valve was explanted and replaced with a surgical valve for unknown reasons.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The device was not returned and an image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to confirmed due unavailability of relevant medical record and imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, "approximately 6 years after a transapical tavr procedure, a sapien xt valve was extracted, and surgical aortic valve replacement (avr) was performed ". There was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve is not available at this time. Per the complaint description, patient had renal failure and chronic obstructive pulmonary disease (copd). It is possible that the patient's preexisting co-morbidities may have contributed to the valve explant. Due to limited information was provided, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action nor product risk assessment escalation is not required.